Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin delivery. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.